Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture was received on january 10, 2025 with lot number 3072324. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Cont. E1 additional phone number: (B)(6).

Event description:
Healthcare professional reported left side rupture confirmed via ultrasound. Device remains implanted.